Event description:
Facility, (B)(6) healthcare, stated that the end user, who was a resident at the time of the incident, allegedly slipped off the raised toilet seat w/o arms, hitting his head which required stitches. No malfunction has been alleged, unknown how end user slipped off device. The end user was a rehab resident for gastroesophageal reflux disease (gerd).